Event description:
Ous MDR - after an implantation duration of 36 months, it was reported that right ventricular oversensing was observed. The lead was explanted and replaced.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis approx. 39 cm distal to the df4 connector pin the lead body was found squeezed and deformed. In this region the insulation was damaged. This can be considered to be the root cause of the clinical observation reported in the complaint text. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore extraction damages were noted such as a deformed shock coil. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.